Event description:
The manufacturer received information that a dreamstation auto CPAP device is being returned due to the user passing away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additional information is being requested regarding the details of the reported death. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.